Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the guidewire was used to help open the pipeline during the procedure of sidewall saccular aneurysm measuring 3.9mm x 3.9mm with nick of 2.7mm located in the right posterior communicating artery. There was complete stasis and completed obliteration of the aneurysm post procedure. No patient injury was reported as a result of the procedure. New information received that no guidewire had been used. Additional information received indicated complete neck coverage was not achieved using the first flow diverter. A second flow diverter was used.